Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified iliac vein. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 15 atmospheres the balloon ruptured. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.